Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The clip remains in the patient. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
This is filed to report the tissue damage. It was reported that this was a mitraclip procedure to treat degenerative mitral regurgitation (mr) with a grade of 4. Imaging was difficult due to anatomical challenges with excessive sub-valvular movement. One xtr clip was deployed, reducing mr. The second clip delivery system (cds 90223u152) was advanced to the mitral valve, and the clip was deployed; however, a posterior leaflet tear was noted, and the mr returned to 4. A third clip was advanced to treat the tear. After one grasp, a decision was made to treat the tear from a different angle; therefore, the third clip was not implanted and the cds was removed. A fourth cds was advanced through the commissure in the a3/p3. The clip was deployed; however, the tear was not able to be treated. There is no plans for additional treatment. The patient is stable. Three clips were implanted, and mr remains at 4. There was no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
Internal file number: (B)(4). The device was not returned for analysis. The reported patient effects of worsening mitral regurgitation (mr) and mitral valve injury (tissue damage) as listed in the mitraclip system instructions for use, are known possible complications associated with mitraclip procedures. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. The investigation determined the reported difficulties appear to be related to circumstances of the procedure as it is likely that the reported poor image resolution due to anatomical challenges with excessive sub-valvular movement resulted in the reported tissue damage; thus resulting in the reported mitral regurgitation returned to 4. There is no indication of a product quality issue with respect to manufacture, design or labeling.